Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant procedure, there was a lead helix extension problem after a rotation cycle. The lead was removed. No patient complications have been reported as a result of this event.